Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash under the left front therapy electrode pad. The patient's physician prescribed the patient a cream to use on the rash and advised the patient to allow the skin to fully dry after showers before putting the lifevest on. Follow-up indicated that the patient was using the cream. The medical outcome of the rash is unknown.